Event description:
Customer reported that the pump was not working properly, with many alerts occurring at night and necessitating the discarding of insulin during cartridge changes. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.